Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be generated. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of overdelivery. The pump was returned to the biomedical department with an unsigned note stating, "less medication in syringe than delivered." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Though requested, no additional information was provided.